Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that reddish particulate matter (pm) was observed on the plunger of the syringe. The reddish pm was identified as the stopper material of the calcium chloride vial rubber. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was red particulate matter in the needle syringe of a floseal hemostatic matrix kit. This was noted during preparation. There was no patient involvement. No additional information is available.